Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that an spectra concealable penile prosthesis (spp) surgical procedure was performed due to unknown reason. The explanted spp was in the left side only. A new spp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The previous spp was replaced due to one cylinder was not in the right corpora. It looked odd. The patient is recovering from surgery.